Manufacturer narrative:
The report of a programming error was not confirmed. ¿ details regarding the programming error were not provided and therefore a determination on whether a programming error occurred could not be made. ¿ the device was not returned for investigation. The root cause of the reported programming error was not identified. No device was returned for investigation. Device history review: review of the pm s/n (B)(6) service history record showed the device had a manufacture date of 08 march 2010. A review of the device service history record was performed beginning from the date of manufacture to the present date 09 september 2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. H3 other text : no devices received, log review only

Event description:
It was reported that there was a possible programming error that involved an unspecified patient event.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that there was a possible programming error that involved an unspecified patient event.